Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited oversensing from an unknown source. No interventions were performed. The patient's condition was unknown.